Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reader was shocking the patient. Troubleshooting steps were taken to no avail. The reader is expected to be replaced. The remote monitor remains in use. No patient complications have been reported as a result of this event.